Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4) additional information : on an unreported date ¿in the end of may¿, the patient developed a persistent slight fever and abscess. Additional information: on (B)(6), the patient underwent secondary surgery for abscess incision and drainage. (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a persistent slight fever and developed an abscess after undergoing an ovarian cystectomy surgery in which adept was used. The cause of the fever and abscess was not reported. During the surgery (unspecified date), one liter of adept was used to reduce tissue adhesion. On an unreported date post-operatively (post-op), the patient developed a persistent slight fever and approximately two weeks post-op the patient was diagnosed with an abscess. The location of the abscess was not reported. In the month following the initial surgery, the patient underwent a second surgery for abscess incision and drainage. On an unreported date, the patient was discharged from the hospital and the patient was recovered from the event. No additional information is available.